Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for routine follow-up. Upon device interrogation multiple episodes of non-sustained lead noise were observed. The physician reprogrammed the ICD. The patient was fine after the event.